Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) was stuck in the simplicity injector. This occurred during the implantation and additional maneuvers were used to release the haptic with a secondary tool indicated as "mc person pincet". Through follow up we learned that the iol was fully inserted into the eye and remains implanted. Medical intervention was not required and there is no further information as to how the patient is doing now. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted. Initial reporter: telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12 jan, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Viscoelastic residue could be observed inside of the cartridge and lens module of the handpiece. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause the complaint issue could be identified. No lens was received as it remains implanted. The complaint issue ¿delivery issue¿ was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.